Event description:
On (B)(6) 2003, I underwent a right total hip arthroplasty. I received a depuy hip system consisting of a pinnacle cup size 52 mm, with a 36 mm x 52 mm, ultamet metal insert, the femoral stem was the prodigy stem, and the femoral head was a 36 mm diameter +5 neck. Soon after surgery, I began experiencing severe pain and discomfort. On (B)(6) 2006, I underwent a partial revision of the right total hip arthroplasty. I received a depuy femoral head, 36 mm diameter +5 neck. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: degenerative joint disease, right hip. Failed right total hip arthroplasty.